Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned gii oval patella sizing guide indicated that one of the five points has fractured off. The fractured portion was not returned. This device was manufactured in 2011. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no additional complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during tka an arm of the sizer broke off. No delay, injury or a back up reported.